Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer overfilled the cartridge. Tandem technical support educated the customer on proper load instructions. Customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 238 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.